Manufacturer narrative:
Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with a detergent solution. Additionally, there was no discomfort and reprocessing were carried out as usual. The device was returned to olympus for evaluation and the evaluation found the following: the connecting tube had a dent, due to a pinhole on the channel tube the water tightness was lost, the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip and a white-clouded area, the plastic distal end cover had a burn, the control unit had discoloration, the grip was shaved, the universal cord had a wrinkle, the following were peeled; the adhesive around the light guide lens, paint on the air/water cylinder, and the indication on the suction connector, and the following had a scratch; the connecting tube, universal cord, and switch 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope was crushed and bitten. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.